Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device alarmed for unexpected restart and external ram crc error. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 497mg/dl. The customer treated the high with bolus. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.